Manufacturer narrative:
Event 1: exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). This report represents one (1) of the three (3) syringes referenced in section b.5. The other two syringes will be reported via 9610825-2018-00148 (event 2) and 9610825-2018-00149 (event 3). The samples have not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
Event 1: it was reported that a patient received three syringes with foreign material in the fluid path. No injuries reported.

Manufacturer narrative:
Event 1: exemption number e2016018. This report has been identified as b. Braun medical internal report number (B)(4). Per the root cause analysis the following causes were identified: the cover of the circulating bag changer was not completely covered, the resin docking station was directly above the conveyor belt and the circulating bag changer, the angle conveyor belt and the flat conveyor belt were not completely covered. The improvement measures taken included changing the cover of the rotating bag changer, changing the position of the conveyor belt by 90 degrees and feed it out of the machine in the longitudinal direction, temporarily installed a pe cover above the belts of the conveyors, and attaching a pc cover in the area of the flat conveyor and angel conveyor. We will maintain this report for further references and continue to monitor other reports for similar occurrences. The two other events will be reported via 9610825-2018-00148 (event 2) and 9610825-2018-00149 (event 3).

Manufacturer narrative:
Event 1: exemption number e2016018. This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. One (1) picture of one (1) syringe was returned for evaluation in connection with this incident. Upon visual inspection of the picture, a white globular foreign body was observed inside the syringe cylinder. According to the size of the syringe, the size of the foreign body is approximately 3mm². We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. The two other events will be reported via 9610825-2018-00148 (event 2) and 9610825-2018-00149 (event 3).